Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was returned for investigation. Visual evaluation of the as returned product identified dried bone, signs of use and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was measured and was verified to match print specifications. Pre-existing conditions noted on the per were osteoporosis and the site was previously grafted twice. The patient had unknown bone density. The reported device was located on tooth # 30 and was implanted for approximately 6 months. Pictures or x-ray images were not provided. A device history review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant successfully integrated however the top half of the implant showed nearly 100% of the bone graft that was previously placed, resorbed. The patient had osteoporosis. The reported device was returned and the reported complaint could not be verified as no pictures or objective evidence was provided by the customer. A definitive root cause for this complaint could not be determined.

Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
Supplemental medwatch created to include event date on submission. Sections updated: b3: event date. B4: date of this report. G4: date received by manufacturer. G7: type of report and follow up number. H2: follow up type. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Additional PMA/510(k) number ¿ k101880.

Event description:
It was reported that the implant successfully integrated however the top half of the implant showed nearly 100% of the bone graft that was previously placed, resorbed. Customer reported the patient had osteoporosis.